Event description:
Patient had vascular ultrasound assisted micro puncture access the right femoral artery. He has a type 1-2 aortic arch with some tortuosity but no brachiocephalic disease. Right carotid system is widely patent. Left internal carotid artery has high-grade proximal narrowing 80-90% range. He has severe bilateral renal artery stenosis with 90-95% on the left and 99% on the right. With heparin, and via 6 french boston scientific mach 1 renal guide, we performed angioplasty with a 4.5 x 15 nc trek noncompliant balloon. We then placed a herculink 7 x 15 stent. There is nice angiographic result. The deflated balloon would not come back inside the guide despite reported compatibility, and we remove this in its entirety. The right renal artery was treated via a new 6 french mach 1 renal guide after checking again the compatibility. Angioplasty was performed a 5 x 15 balloon, followed by placement of a herculink 7 x 15 stent. There is excellent result. Again, the stent balloon would not come into the guide and was removed in its entirety. There is excellent result the renal arteries. However there was flow contrast hang up in the right external iliac artery with evidence of dissection. This was treated with an absolute pro 10 x 40 nitinol stent with complete resolution of the dissection and no pressure gradient. There was 6 french angio-seal of the right femoral artery with good hemostasis. FDA safety report ID# (B)(4).